Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt experienced headaches, increased baseline spasticity, seizures, disorientation, low back/chest pain, and shortness of breath. The pt had to steadily increase the daily dose of medication. The pt went to the ER. It was stated that the pt's physician thought that the pt had migraines and "was not sure about the chest pain and sob." The pt underwent a catheter dye study with normal results. It was stated that nothing was explanted. The pt went home the next day. The medication being delivered via the device system was not reported.